Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) was consulted, discussed the noise appears to be myopotential and noted a stored episode with the same appearance as caller describe with recent shock. Technical services (ts) recommended programming to the alternate sensing vector. The sensing vector was reprogrammed to alternate. This s-ICD system remains in service. No additional adverse patient effects were reported.